Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was powering itself on and off unexpectedly while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device was powering itself on and off unexpectedly while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.